Manufacturer narrative:
A supplemental report is being submitted for additional information. The event description has been updated for a second contro ller that exhibited controller fault alarms. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a second controller also exhibited controller fault alarms. The second controller was also removed from service.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. Failure analysis of (B)(6) revealed contamination within both power ports. This is an additional observation not related to the reported event, likely due to the handling of the device. Functional testing of (B)(6) revealed that the "no power" alarm only sounded for briefly when both power sources were disconnected, and the controller exhibited a controller fault alarm due to an issue with the internal battery. Supplemental testing revealed that the internal battery was swollen. The nickel- metal hydride (nimh) battery powers the no power alarm. The voltage of the internal battery was below normal. After replacing the internal battery, the controller (B)(6) performed as intended. Review of log file analysis revealed a controller fault alarm on (B)(6) 2020 at 17:24:24, due to issue with internal battery. Additionally, the event log file analysis revealed that the controller was in use for more than 2 years. As a result, the reported controller fault alarm was confirmed on (B)(6). The reported controller fault alarm could not be confirmed on (B)(6). The most likely root cause of the controller fault alarm on (B)(6) can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Additional products: d1: controller d4: serial#:(B)(6). H6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1103 vad implanted: (B)(6) 2013, dtba1d1 ICD implanted: (B)(6) 2014. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarms due to a depleted internal battery. The controller was removed from service. No patient complications have been reported as a result of this event.